Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left anterior descending artery (lad). The 2.5 x 15mm maverick 2 mr balloon catheter, used for pre dilation, was inflated and ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon, rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left anterior descending artery (lad). The 2.5 x 15mm maverick 2 mr balloon catheter, used for pre dilation, was inflated and ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a pinhole leak was identified at the proximal edge of the markerband. A microscopic examination of the balloon material and of the markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).